Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve is failing after an implant duration of approximately six (6) years due to unknown reasons. A transcatheter valve replacement procedure is planned but has yet to take place. No additional details have been provided at this time.

Manufacturer narrative:
No information was provided to edwards lifesciences that indicated the edwards valve caused or contributed to the patient's expiration. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received additional information that this patient expired before valve-in-valve intervention could be performed. No additional details were provided regarding the event or cause of death.

Event description:
Edwards received additional information that this patient expired before valve-in-valve intervention could be performed. The cause of death was reported as renal failure. No other details provided.